Event description:
A nurse reported that she was transporting a patient in the bassinet (with a normal speed) pushing it sideways in the hallway, and passed over an expansion joint. The wheels got caught and the front left wheel dislodged from the leg joint. The clear bassinet portion tipped out of the metal frame and the patient fell out on to the floor.==================================================================reporter indicated "a head CT was done and frequent neuro checks" were performed on the patient" and "the patient was transported by the nurse." There was no preventive maintenance schedule for this device prior to the event. "A maintenance schedule has been since implemented." The wheels were also 11 years old. "On inspection the plastic ridges appeared worn which may have contributed to the caster and wheel from becoming dislodged."